Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they received an unable to proceed alert and experienced hyperglycemia with a blood glucose (bg) of 336 mg/dl. The user was able to correct the high bg by performing a supply change (cartridge, connector, and infusion set), after which insulin delivery resumed, and bg returned to range without assistance from a caregiver. No symptoms, emergency medical services (ems) or hospitalization was reported.